Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise occurred and water leak in coupler unit. A root cause could not be identified. Based on the results of the investigation, it was likely that the reportable malfunction and noise occurred was traced due to deformation of cable unit. Additionally, the most probable cause for water leak in coupler unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an issue in which the display was no longer visible. The event occurred during inspection for use. There was no patient involvement.